Event description:
It was reported that the patient was experiencing hiccups as a result of stimulation from the left ventricular lead. The hiccups were reproducible at interrogation. The parameters on the lead were reprogrammed and the lead remains in use. It was noted that the patient is taking part in the system longevity study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.